Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 3-4 months. There was no reported impact to the customer¿s blood glucose level. Review of the pump data logs by tandem technical support showed the pump battery depleted from 30% to 5% within 4 minutes. Reportedly the customer had an alternate pump for insulin therapy.